Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited undefined high rv and superior vena cava (svc) coil impedance. The rv lead was fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.